Event description:
It was reported that a malfunction occurred with the pump, showing a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump, and the customer successfully reset it without the malfunction code recurring. The customer was instructed to call back if the issue recurred and was able to continue using the pump.